Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd allergy syringe with permanently attached needle the sterility was compromised before use. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that there was a single syringe in his pack of 10 that did not have a cap on it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: customer returned (1) 1ml, 12.7mm, 28g bd allergy syringe in an open poly bag from lot # 1123578 and a photo of a 1cc syringe without and packaging. Customer returned a photo of a 1cc syringe without any packaging. Customer states that the needle was bent and the tip cap was missing. The photo was examined and exhibited a missing shield and a bent cannula. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the sample is shown out of the packaging and potentially opened/used.

Event description:
It was reported while using bd allergy syringe with permanently attached needle the sterility was compromised before use. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that there was a single syringe in his pack of 10 that did not have a cap on it.